Event description:
Customer had been getting blood results of 50, 30, 40 and 38mg/dl. He then compared blood result on his contour meter with another meter. Results were 25 mg/dl and 146mg/dl respectively. Difference in results falls in the "c" zone of the consensus error grid. No adverse events alleged. Customer was sent replacement meter, strips and control. He has returned strips for eval.